Event description:
Essure has taken over my life since (B)(6) 2011 daily sever pain, loss of smell, bloating, sever memory loss, back pain, pelvic pain, severe depression, always having low grade fever, dizziness, eye site issues.